Event description:
Customer was transferred after being called by representative. Customer mentions of having high blood glucose of 511 mg/dl. Customer was new to insulin pump and states high blood glucose was due to not correcting correctly when eating. Customer corrected high blood glucose with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.